Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, intra-op, at the time of the implanting the cage, the peek portion of the cage completely broke apart from the titanium portion. As a result the surgeon explanted both pieces of the cage. No fragment of the cage remained in patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and microscopic review confirmed implant fracture. Implant received in slightly angulated position, with the nose exposed. The -07 component vertical post and the ¿ears¿ of the -03 component were broken off and not returned for analysis, with rays emanating from the area of fracture origination. The above observations are consistent with significant force and/or complete distraction of the disc space utilized during attempted implantation, which may have contributed to subsequent overload of the implant. If information is provided in the future, a supplemental report will be issued.